Manufacturer narrative:
Findings: unit had minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing end cap sticker and loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the pump is broken on the reservoir hatch. Customer pump was replaced.